Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an over infusion of ivig. An outpatient was receiving an infusion of ivig. An outpatient was receiving an infusion of ivig. The pt reported the infusion was running too fast, the nurse was notified and the infusion was stopped after 100ml had infused (300ml remained in the bottle). Post-infusion, the pt complained of aching all over, joint pain, trembling, and chest tightness. The pt was taken to the emergency department for evaluation then was discharged home. Although the pt was evaluated in the ed post-infusion, no pt harm and no adverse sequela reported. Although requested, no additional pt or event information provided.